Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Correction e2 - health professional?- should be yes rather than no.

Event description:
It was reported that patients ipg entered service app mode for an unknown reason, ipg was recovered, and therapy was restored. Patients ipg then enter service app mode again, several days later, again for an unknown reason. At this time the device is unable communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Since the device entered the service app state, and the patient didn't report an unrelated procedure, it is inconclusive as to what caused the service app condition. Since the device had a crc error, the ipg diagnostic logs could not be obtained and therefore a more thorough analysis could not be performed.